Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section b3: the event date was updated to 03/07/2025 based on the event logs. As per the log review, the instrument was last used on 03/07/2025 during cholecystectomy surgical procedure.